Manufacturer narrative:
Continued section e1 (phone #) (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: * rupture: observed broken device assessed as unidentified(tear) opening and missing assessed as inconclusive. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Healthcare professional reported "rupture" via MRI. This is for the right side. Device was explanted and replaced with a non-abbvie device.